Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected time or date reset was noted after the battery change. The insulin pump passed the self test and the reset error test. The insulin pump had a broken reservoir tube lip, cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the reservoir compartment of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they do not receive an alarm after changing the batteries on their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.